Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Staphylococcus epidermidis was identified and was treated with antibiotics infusion and debridement. After treatment, cultures were negative, and the patient was on track to be cured.

Manufacturer narrative:
Section b2: correction, section d6a: correction, section e3: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported the patient had a swollen driveline insertion site with a methicillin-susceptible staphylococcus aureus (mssa) infection. The patient had not been discharged after implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial driveline infection treated with surgical and drug therapy.